Event description:
It was reported that the patient is not receiving therapy. It was also reported that the patient did not maintain the device as recommended and ipg was deemed inoperable. As a result, surgery took place during which ipg was explanted and replaced. Therapy was restored.